Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/delivery test and excessive no delivery test or verify operating currents due to motor error alarms. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
It was reported that insulin pump was exposed to MRI and began to malfunction. Insulin pump was not able to enter setting or perform self-test. Customer's blood glucose was unknown. Insulin pump would be replaced.